Manufacturer narrative:
Product ID 3387s-40, lot# va03y4z, implanted: 2012 (B)(6); product type lead product ID 3387s-40, lot# va03y4z, implanted: 2012 (B)(6), explanted: 2012 (B)(6); product type lead product ID 748351, serial# (B)(4), implanted: 2012 (B)(6); product type extension. (B)(4).

Event description:
It was reported, the patient¿s device and leads were removed due to an infection (B)(6) 2013. Additional information received approximately two weeks later reported the onset of the infection was (B)(6) 2013. The patient¿s symptoms were fever, redness, and tenderness at the lead track. A culture was obtained from the device pocket which revealed a gram-positive cocci infection. The patient was treated with intravenous and oral antibiotics and a total device system explant. It was noted the patient¿s infection resolved.